Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an omega stent delivery system and stent with an omega shelf box, product pouch, and carrier tube. The batch number on the returned packaging and device matched the complaint batch number. There was blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded with the stent secure on the balloon between the markerbands. The first two proximal row of stent struts were bent, flared and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 3.5x40mm target lesion was located in the non-tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.0x20mm balloon. During an attempt to implant the 3.5x28mm omega stent a stent strut was damaged. The device was removed and the lesion was dilated with a 3.5x20mm balloon and a 3.5x30mm and 3.5x20mm non-bsc stents were implanted. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 3.5x40mm target lesion was located in the non-tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.0x20mm balloon. During an attempt to implant the 3.5x28mm omega stent a stent strut was damaged. The device was removed and the lesion was dilated with a 3.5x20mm balloon and a 3.5x30mm and 3.5x20mm non-bsc stents were implanted. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).